Event description:
Pt experienced swelling in the incision on her back. Pt had undergone revision of pump system on 9/27/94.(previous medwatch) pt returned to surgery on 4/12/95 for repeated disconnection of catheter. Catheter found underneath skin. Entire system removed. Pt to have other pain control therapy.